Event description:
It was reported that the patient received inappropriate shocks. Review of the egms showed oversensing and possible lead dislodgement. The oversensed event could not be programmed around to avoid. It was noted that a decrease in sensing and loss of capture observed. X-ray revealed that the lead was pulled back in the right atrium. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.